Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that both of the er320 instrument clips malformed (no harm to pt). Another instrument was used to complete the case. There was no consequence to the pt.